Manufacturer narrative:
Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the delivery accuracy test. Root cause: root cause could not determine due complaint was not confirmed. Actions taken: no actions taken due complaint was not confirmed.

Event description:
It was reported that 8 cadd 100ml cassettes had no disposable attached" alarms. No patient injury was reported.